Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of right ventricular (ra) lead noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion at 8.5-8.9 cm from the connector pin, breaching the outer insulation and exposing the outer coil in one location proximal to the suture sleeve tie down impression consistent with friction to the device can. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone.